Event description:
The customer stated that she performed back to back blood glucose tests and had a reading of 375 or 385 mg/dl and then a reading of 140 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.